Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead exhibited high thresholds, high impedance, no capture, and was not properly pacing the left ventricle. It was noted that a competitor guide wire remains in the lead. The lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, the the distal conductor of the lead developed a fracture due to flexing while in vivo. It appears the guidewire was inside the implanted lead which caused the conductors to wear against it and fracture.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.